Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to user handling during cleaning. In addition, it was noted that the subject device was previously serviced by a 3rd party. The instructions for use confirm verbiage regarding the reported phenomenon. 'Chapter 3 preparation for use': "before each procedure, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as described in their respective instruction manuals. If this instrument malfunctions, do not use it." "Return it to olympus for repair as described in section 10.3, on page 149. If any irregularities are suspected after inspection, follow the instructions given in chapter 10 'troubleshooting'". Per the legal manufacturer, the other issues identified in the initial report (broken image element and minor dents on the insertion tube) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the bx channel was found leaking and the 'a' rubber was missing. The ultrasound image contained a broken element. The insertion tube had minor dents that were not affecting the function. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the distal tip slipped off during reprocessing on a videoscope. No patient involvement or injuries were reported. No additional information has been obtained.